Manufacturer narrative:
The device has not returned for analysis. The probable or root cause of the event has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that the patient had an allergic reaction to the xtra-silent nite slide-link appliance. The patient experienced red tongue also using mouth wash listerine/scoop. Dr states alcohol rinse give burning sensation. The patient first used appliance on (B)(6) 2023. After a couple of months using device, on (B)(6) 2024 the patient reported swelling on tongue, no other issues reported. Symptoms resolved after discontinuing appliance. The patient claims not having any known allergies and was suggested to obtain an allergy test with medical provider. No reports of medical intervention required.